Event description:
It was reported that high, high voltage (hv) lead impedance and history of high capture thresholds were noted on the right ventricular (rv) lead. The patient presented for a revision on (B)(6) 2025. When the pocket was opened, insulation breaches were noted in both the rv and right atrial (ra) leads. Both the leads were capped. The patient was in stable condition throughout.